Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This event was caused by the user failing to follow instructions provided in device training and the user guide when completing the cartridge process, resulting in unintentional insulin delivery.

Event description:
On 9/19/24 an ilet user called to report high blood glucose (bg) levels after changing their supplies the previous night but failing to fully insert their cartridge and lock the connector in place. While on the call, the user incorrectly jammed the cartridge back down and locked the connector. The agent informed the user that they may have unintentionally administered a large amount of insulin and advised them to monitor their bg levels closely. A follow-up call occurred an hour later, during which the user reported that their bg levels were still high but trending down. The highest bg level recorded during this event was 400 mg/dl, and the user experienced elevated levels for about two hours without using any backup therapy or receiving professional medical intervention. They reported no immediate health effects during this event. It was later clarified that the user did not rewind their device before re-inserting the cartridge.